Event description:
A report was received that the patient¿s scs device would cause pain when she bends over. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s scs device would cause pain when she bends over. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain where the anchors were located and it is hitting up her spine. Additional suspect medical device components involved in the event: model #: 6015421-023, serial/lot #: (B)(4), description: 2.3cm suture sleeve. Model #: 6015413-040, serial/lot #: (B)(4), description: 4.0cm suture sleeve.

Event description:
A report was received that the patient¿s scs device would cause pain when she bends over. The patient will undergo an explant procedure.